Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm), proximal set up joint (psuj) and the distal set up joint (dsuj) on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm, psuj and dsuj were analyzed and all subcomponents were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, arm 2 of the robot was repeatedly faulting. Initially, a hard power cycle was attempted, followed by four additional power cycles, but the issue persisted, prompting a request to disable the arm. The technical support engineer instructed an attempt to move the arm using the arm and suj buttons. The suj was movable with the clutch button, but the arm clutch button was very stiff; however, the arm was eventually moved. An attempt to recover from the fault was made, but the arm faulted again. The customer reported event has no report of patient injury.